Event description:
Bsc crm received information that following implant procedure, this dextrus rv lead perforated the heart wall at the apex. The pt's blood pressure dropped as a result. In a revision procedure, the lead was explanted and replaced with a new lead.